Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the patient presented to the emergency room due to the pulse generator alert noting right ventricular lead noise. The patient was asymptomatic at the time of the visit. The lead was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to the right ventricular lead exhibiting noise. Upon further examination of the episode, it was noted that the lead exhibited oversensing of these artifacts when the heart was contracting. On (B)(6) 2019, the lead was successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed in the laboratory. Final analysis found partial lead was returned in two pieces. The connector piece was 13.1 cm and the distal piece was 49.2 cm long. Internal insulation abrasion breaching the ring electrode (re) cable lumen was found at 7.2 cm to 9.5 cm from the distal tip. Under the right ventricular (rv) shock coil, internal insulation abrasion breaching the re cable lumen was noted at 6.7 cm to 6.9 cm from the distal tip. Under the superior vena cava (svc) shock coil, internal insulation abrasions were found. One abraded region breaching the re cable lumen was noted at 23.1 cm to 23.2 cm, 24.0 cm to 24.1 cm, and 27.0 cm to 27.1 cm from the distal tip. The re cables and etfe coating were abraded in this region at 24.0 and 24.1 cm from the distal tip. The other abraded region breaching the rv cable lumen was noted at 26.5 cm to 27.1 cm from the distal tip. The cause of the reported event was isolated to the internal insulation abrasion under the svc shock coil region where both the re cables and etfe coating were abraded.